Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated this was not caused by normal battery depletion. They stated the cause of the device not working was determined and wrote "my 5 years are up". When asked what steps were taken to resolve the issue, they reported they were thinking of surgery to replace with a new device, but it is unknown when this is scheduled for. The issue was not yet resolved. They stated the device is still in use now, but will be returned when the surgery is done.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The reason for call was to report that they don't know if therapy is still running or not. Patient said that they tried to connect to implant today however all they are receiving is the poor communication screen. When asked, the last time patient successfully connected to implant was last september. When asked regarding changes in therapy patient said not really as they regularly take milk of magnesium for the symptoms. Patient said that did have an appointment with new healthcare provider (hcp) last week however they didn't have the equipment to check patient's implant and appointment was rescheduled for next monday, (B)(6). Prior to this patient said that the last time ins was checked at hcp appointment was about4 years ago, prior to covid. When asked, patient said that the last setting was around 4.7. Reviewed basic functionality and patient attempted to connect to implant both with and without the antenna connected however only received the poor communication screen. Reviewed potential that ins battery has depleted. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No symptoms reported. Additional information was received from the patient. It was reported that the patient said they saw their hcp on monday and they determined the battery had depleted. Patient said they wanted to see if the battery had depleted because they said they had an EKG in (B)(6) 2023 so they turned the ins off but when they turned it back on after the test, they didn't notice a difference in therapy (not getting relief). Patient said it could've been off and they didn't know. The reason for call was patient said lately they have been getting air gas coming out of their colon and their intestines make a lot of noise like the noise when you're hungry, but they said they've eaten and they're not hungry. When asked for event date, patient said could be maybe 6 months ago. Patient was wondering if the ins could cause this. Reviewed information and role of ps and redirected to their healthcare provider to further address the issue.